Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue was discovered at the 45 day follow up. It remains unknown exactly when the patient required CPR, but it was not considered related to the watchman as the patient had other clinical issues. The closure device remains in the laa. The patient will remain on coumadin or oral anti-coagulants. No further action is planned.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device movement occurred. In (B)(6) 2016, the patient underwent a left atrial appendage (laa) closure procedure. A watchman ® laa closure device was successfully implanted in the laa. At an unspecified time this patient passed out and required CPR which was noted to be aggressive. During a follow-up 3d echocardiogram in (B)(6) 2017, it was observed that the device did not appear to be in its original position it had shifted/moved. No intervention was performed at this time. The patient was noted to be fine and stable.